Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g., cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an ¿add on¿ to their primary notifications, depending on their facility¿s design and needs. Per review of the customer¿s chronos report, it was determined that the patient safety was turned off during the time of the event. Hillrom has provided awareness to the customer of these findings. Based on this information, no further actions are required at this time. For this event, there was no alleged injury and no malfunction of the device. It was determined that the patient safety feature was not turned on by the staff; therefore, the nurse call bed exit did not route to the nurse¿s exit. If this use error were to recur it is likely to cause or contribute to serious injury or death; however, prevention is outlined per the device IFU. Therefore, hillrom is cautiously reporting this event.

Event description:
It was initially reported that a nurse call bed exit did not route to the nurse¿s desk and a patient fell with no injury. This event was captured under hillrom complaint ref # (B)(4).